Event description:
An MRI technician contacted the device manufacturer to inquire about MRI precautions for vns therapy patients. During the communication the technician reported that the patient stated the vns never worked and was turned off in the past. A search of the internal programming history database found data where the normal mode was disabled however the magnet mode stimulation was left programmed on. No diagnostic history was available. No additional relevant information has been received to date.